Event description:
In 2003, surgeon implanted a size g right femoral. Then used an incorrectly sized striped green/c,d articular surface instead of a striped green/g,h articular surface. Device was revised in 2003.